Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could reproduce the issue and replaced erbe. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported issue could not be reproduced. The unit did energize and cauterize, it did recognize all instruments ports.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the monopolar energy was not working. The clinical sales rep (csr) reporting the issue stated that there was a red question mark on the erbe. The csr attempted a 3-way call with the intuitive tech support engineer (tse) and the customer, but could not get the customer on the line after multiple tries. No troubleshooting completed. The csr called back several minutes later to see if there were any monopolar energy errors in the system logs. The tse reviewed the system logs, with no errors noted. The csr stated that the site converted the procedure to laparoscopic due to this issue, and did not want to use the system until it was checked by an intuitive field service engineer (fse). The tse informed the csr on what could cause this issue, and confirmed that the grounding pad was green. The tse also asked if the csr knew how old the monopolar cables were. The csr stated that he did not know, but the site used two different energy cords. And two different monopolar instruments, but the question mark was still present. The procedure was converted to laparoscopic surgery.